Event description:
This is an international report where the homechoice (hc) sounded a system error 2240 alarm. The home patient (hp) stated that the alarm occurred in last nights therapy and he had disconnected and shut of the hc. The technical service representative (tsr) had the hp turn the hc on/off and remove the cassette to discard the supplies. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).a 510(k) number will not be provided in the emdr, because the product is unknown at this time.the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4) and renq-CAPA-(B)(4).